Event description:
During the laparoscopic sleeve gastrectomy surgery, the endo clip iii was used but malfunctioned. The clip would deploy out of the chamber but would not clamp down and close. The device was taken off the field and a new one was used without difficulty. No patient harm.